Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a large hematoma. Treatment consisted of manual compression and was successful. No further complications were reported.